Event description:
Following intraocular lens (iol) implant surgery, the iol was replaced due to decentration. The surgeon indicated they placed the iol in the sulcus and they thought the iol was just too short. Sulcus placement is not indicated in the directions for use for this product.